Event description:
During energy discharge, the actual measured value is much lower than actual set value. The first discharge was set to 200j but energy delivered was measured at around 56j. This was found during regular preventative maintenance. The unit was being used with the impulse 4000 defib tester and welch allyn cable. No pt involvement.